Event description:
On (B)(6) 2011, pt reported the down button on the infusion device is not working. Pt stated he noticed the button was not working when he was attempting to bolus and the button did not respond. Pt reported the button pops back out when pressed. Pt stated there is no damage to the buttons. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.